Event description:
Patient presented with an open, draining wound on her left breast area, over the sight of her breast implant surgery. Patient states she possibly had an adhesive reaction from a holter monitor several weeks earlier. Oral antibiotic therapy was initiated with little improvement. The patient's wound was full thickness erosive wound on the mid, medial left breast where the breast implant is exposed. Patient was taken to surgery for implant removal on (B)(6) 2021. Wound bed had extensive necrotic tissue excised along with removal of the implant. Implant was placed around 15 to 20 years ago. At that time patient did receive radiation therapy to the breast region and nothing since.